Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/22/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed a voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Unable to perform transmitter functional test. Performed share log review and no data found. Performed bin file analysis and no issues were found related to customer complaint. The reported event of a loss of connection was not confirmed. The customer complaint was not confirmed because there was no indication of a transmitter loss of connection. The reported allegation was not found.